Event description:
The hearing aid (h/a) user reported bleeding of the skin of the outer ear after having an earmold impression taken by the hearing aid dispenser. The user sought help from their physician to treat the ear.